Event description:
It was reported that during a generator change procedure and interrogation showed the right atrial (ra) lead with no sensing. The atrial lead was surgically abandoned and a new ra lead implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a generator change procedure and interrogation showed the right atrial (ra) lead with no sensing. The atrial lead was surgically abandoned and a new ra lead implanted. No additional adverse patient effects were reported.